Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient received the elective replacement indicator message for the implantable pulse generator (ipg) and premature battery depletion was suspected. The patient underwent a revision procedure where the ipg was replaced and during the procedure they discovered high impedances on the right-side lead on contact 1 and 8 which the physician assessed may have contributed to the early depletion of the battery. Standard troubleshooting was attempted but was unsuccessful. The lead remained implanted, and reprogramming was performed. The patient was doing well postoperatively. The explanted ipg was retained by the hospital and was not returned.